Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this patient was in the hospital due to shortness of breath and dizziness. Device interrogation noted two stored untreated events with oversensing and non-physiologic noise before and after the events. A boston scientific technical services consultant recommended troubleshooting. Isometrics and reference electrocardiograms in all three vectors. The noise and oversensing previously observed could not be reproduced. The device was reprogrammed to secondary vector. No additional adverse patient effects were reported.